Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced redness and oozing at implant site. The recipient was prescribed antibiotics (type unknown). The surgeon suspects a possible allergic reaction. The recipient was offered off ear solutions. The recipient is reportedly healing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.